Event description:
A malfunction alarm occurred, identified as malfunction code malf 12, which did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the customer with the process, and confirmed the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappeared, and they acknowledged this guidance.